Event description:
It was reported the lead "broke" on (B)(6) 2010. The patient leaned across the counter and then felt pain immediately. No x-rays were performed to confirm a break, but the patient's health care professional was able to tell the lead was broken by using the clinician programmer. The hcp "shut" the lead down and used a different lead for programming.

Manufacturer narrative:
Product ID: 39565-65, serial# v363401037, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2009, product type: extension. (B)(4).